Event description:
It was reported that the patient with this pacemaker underwent an electrocardiogram (EKG), during which this device was reportedly described as not activating properly on the first attempt. Subsequent testing produced normal results. The patient was informed by the field clinical representative that the anomaly would be escalated and follow up was requested. The patient had since relocated but remained registered under the previous healthcare professional (hcp). Technical services (ts) referred the patient to the clinic. To date, this pacemaker remains in service. No adverse patient effects were reported.